Manufacturer narrative:
The malfunction was duplicated and attributed to a color cable misaligned to a display connection. The color cable was reseated to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.